Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 300 (mg/dl). Customer administered correction boluses to stabilize bg level. System check with tandem technical support indicated that the pump was performing as intended. Recommendation was made to discuss pump settings with health care provider.